Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date the patient began treatment with extraneal (not further specified) for an unreported indication. On an unreported date, an allergy to extraneal was suspected. On an unreported date extraneal administration was withdrawn. The event was later confirmed to be a non-bacterial peritonitis and not an allergic reaction. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). During hospitalization for hypotension, the patient experienced sterile peritonitis with an elevated leukocyte count. On the same date, the patient began treatment for peritonitis with intravenous augmentin (2 grams per liter). The next day, the dose of augmentin was changed to 1 gram per liter. 10 days later, the patient was discharged from the hospital. It was not reported if the peritonitis prolonged the hospitalization stay. Nine days after the patient was discharged from the hospital, the patient experienced belly ache and diarrhea and was re-hospitalized. The following day, the patient began treatment with gentamicin 8 milligrams per liter, once and gentamicin 4 milligrams per liter for 10 days. On the same date, the patient began treatment with cefuroxim, 500 milligrams per liter, once, and cefuroxim 125 milligrams per liter for 14 days. The next day, treatment with augmentin was discontinued. Nine days later, treatment with gentamicin was stopped. Four days later, treatment with cefuroxim was discontinued. Eight days later, the patient was discharged from the hospital and considered recovered from peritonitis at that time. The patient had been retrained on peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.